Manufacturer narrative:
Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, red particles in the shell and gel, one opening extended, underweight and crease fold. A microscopic analysis was performed which identified, one opening crease sharp on the posterior, wear abrasion and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on the posterior due to fold flaw opening.

Event description:
Healthcare professional reported a left-side rupture. Device was explanted.